Manufacturer narrative:
Manufacturing review: a manufacturing review can not be performed as the batch/lot number were not provided. Investigation summary: the sample was not returned for evaluation. The allegation of a twisted balloon was confirmed through review of fluoroscopic imaging, which illustrated a portion in the middle of the balloon did not fully inflated while treating the target lesion. The root cause of the twisted balloon during inflation could not be determined based upon the available information received from field communications or returned sample analysis. Labeling review: IFU baw1436700r0 states: device use/procedure precautions states: the lutonix® catheter should be advanced to the target lesion as fast as possible (i.e. ~ 30 seconds) and immediately inflated to appropriate pressure to ensure full wall apposition (balloon to artery ratio = 1:1). Always advance and retrieve the lutonix® catheter under negative pressure. Use of the lutonix® catheter. While the balloon is still fully deflated and under negative pressure, advance the lutonix® catheter through the introducer sheath and over the wire to the site of inflation. During catheter advancement, inspect the catheter shaft for damage. Apply negative pressure to fully deflate the lutonix® catheter. Prior to removal, confirm that the balloon is fully deflated under adequate visualization.

Event description:
It was reported that during an angioplasty procedure, the drug coated balloon allegedly twisted and could not inflate properly. There was no reported patient injury.